Event description:
In response to the question on the ruby study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no." Following jada treatment, the subject in this report a d&c, ubt, and hysterectomy. The subject of this report is a 27-year-old woman, race reported as black, g3p3 with significant medical history reported of chronic anemia, pre-eclampsia with severe features, and current covid-19 infection. On (B)(6) 2021, she presented in labor at 36.7 weeks. On admission, her height was noted as 172.7 cm, weight 72.7 kg, bmi 24.38, and hemoglobin (hgb) 10.1 g/dl. Her hgb at discharge was noted at 8.8 g/dl. On 12/29/2021, she had a spontaneous vaginal delivery and received oxytocin after delivery. She received epidural anesthesia for delivery of an infant that weighed 2670 g. The subject was noted to have postpartum hemorrhage (pph) related to uterine atony after her delivery. The crf noted that "yes" there was lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to initial jada insertion, this subject received misoprostol, carboprost (1 dose), and methergine (1 dose). The cumulative blood loss prior to jada insertion was noted as 2200 ml, which is severe pph. Jada treatment was initiated on (B)(6) 2021, 2.03 hours after delivery of the placenta. The total in-dwelling time for jada was 10 minutes and the total amount of blood collected in the canister during jada treatment was documented as unknown. The patient received nine units of red blood cells, two units of platelets, and six units of fresh frozen plasma after jada treatment was initiated. The patient was treated with d&c, ubt and, hysterectomy after the initial jada treatment was initiated. A note on the ruby crf stated, "massive hemorrhage due to atony following a normal delivery. Uterotonics, jada, then moved to or for d&c, ubt, hysterectomy." The total blood loss for this case was 3950 ml. The patient received intrapartum antibiotics for group b streptococcus and postpartum antibiotics (cefazolin) for post operative antibiotics. To the questions on the report asking, "did the patient experience a device or procedure related ae?" And "did the patient experience an sae, related or unrelated?", the answers were checked "no". This site did not retain the device and does not record jada lot numbers. We have made a good faith effort to obtain this information.

Manufacturer narrative:
Based on the overall information currently available for this report, a possible contributing or causal role of the jada system for the need of escalating treatments (blood products, d&c, ubt, and hysterectomy) to preclude permanent body damage/impairment cannot be excluded. Per the jada system IFU, "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding.", "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada." And "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding." Out of an abundance of caution, the company will report this case as a serious injury MDR.